Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was explanted as the patient could not tolerate the lens. The physician was targeting -1.00 with a 11.50 iol, however got +4.12. There was no incision enlargement or sutures required. There was no patient injury required. The lens was replaced with the same model lens with a different diopter size (19.5).

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/9/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and lens was observed cut in two pieces. Fibers/particles were observed on the lens related to the handling the lens in a non-sterile environment. Residue of viscoelastic solution was observed on lens which indicated that the unit was handled and prepared for surgical use. The lens was also observed with white debris apparently from some material used during the surgery process. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.